Manufacturer narrative:
Corrected: previous follow-up was sent in error. The impactor will remain reported on 1818910-2016-24001. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The handle and femoral impactor broke during surgery.

Manufacturer narrative:
Additional narrative: this report is a duplicate of 1818910-2016-24706. This report, 1818910-2016-24001, is being rejected to avoid duplication. Report 1818910-2016-24706 will be kept for investigational purposes.

Manufacturer narrative:
Additional narrative: corrected: upon review of the returned product, the instrument remained in one piece. Therefore, there was no risk to the patient and this does not meet the definition of a reportable malfunction. This report, 1818910-2016-24001, is being rejected. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.